Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3998, lot# v010366v01, implanted: (B)(6) 2008, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one (B)(6) 2013, the patient went through a security screener. It was added that later that day, that patient had an allergy shot 3 inches above the implantable neurostimulator (ins). It was stated that after the shot, the patient had a lot of pain in her 'butt' area and it hurt for the next 3 days. It was noted that the patient is no longer sore or hurting, but since that time, she had noticed a change in stimulation. The patient had 'good' left leg coverage and felt the stimulation. It was added the patient did not have 'good' coverage on the right leg, even when she turned up the stimulation. The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that after the patient received the allergy shot it seemed to ¿set her butt on fire.¿ the patient stated that it ¿just burned and burned for about three days.¿ the patient noted that her right legs had been ¿hurting an awful lot.¿ the patient also noted that the pain travelled down to her buttocks and to the area where the battery was. The patient stated ¿my thing isn¿t working real good.¿ the patient reported that she felt nothing when she turned her device up and stated that her device was ¿confused.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013 the patient met with a manufacturer representative and was told that one of her lead wires had ¿quit working¿, but the patient was reprogrammed and it started working again. It was noted that the patient could not walk without her device, but with it was able to walk in heels and two-step. It was reported that the patient had no concerns with her device or therapy since she had received assistance from the manufacturer representative.